Event description:
Defective glass syringe in b. Braun perifix continuous epidural anesthesia tray. While preparing to do an epidural, staff observed that the glass syringe in the perifix tray was defective. The plunger will not move in the barrel of the syringe. A new tray was opened and the procedure complicated w/o incident. There was no harm to the pt.